Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sigmoid colectomy procedure, the device did not fire correctly. The anvil poked through the colon wall. It was removed, reconnected and fired. When fired, it had only deployed staples on one side. The surgeon hand sewed the anastomosis. There was no adverse patient consequence.